Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, (B)(4) and (B)(4), model description: linear st lead with preloaded enhanced stylet 50cm. Additional suspect medical device components involved in the event: model#: sc-3138-25, (B)(4) and (B)(4), model description: phase iii lead extension 25cm.

Event description:
A report was received that the patient was experiencing a stinging and shocking sensation at the ipg site. The decision was made to explant the patient's precision system. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause shocking/stinging sensation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. The ipg exhibited normal device characteristics. The leads also exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing a stinging and shocking sensation at the ipg site. The decision was made to explant the patient's precision system. The patient is reportedly doing well following the explant procedure.